Event description:
Two staff members were transferring a resident from wheelchair to bed using a floor lift. During the transfer, the resident became incontinent and staff members decided to do hygiene care while the resident was lifted by the device. Staff member began to pull down the resident's pants when she began to slip out of the sling due to tugging and pulling. Eventually, she slipped out of the sling and fell to the ground. She was brought to the emergency room and hospitalized for a hematoma to head.

Manufacturer narrative:
The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.